Manufacturer narrative:
These reported events are on the same patient involving two separate products and associated with MDR number: 1225714-2013-00865.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of the product.